Event description:
It was reported that the patient was not able to get a charge on the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.